Event description:
Approximately two weeks postoperatively, the patient developed an infection where the graft was implanted. The graft was removed and a portion of it was returned for examination.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. A review of the manufacturing paperwork is forthcoming.